Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of online repair request. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the unit does not turn on, pca with burned components. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.